Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found that the lead was returned in two pieces. Both the inner and outer insulations were damaged and the outer coil fractured on the returned distal portion as a result of clavicular crush. Electrical testing found an electrical short on the distal portion due to clavicular crush damage.